Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the itu. The consultant intensivist inserted the catheter 16cm. Post insertion, the guidewire became stuck and unraveled. As a result, the consultant anesthetist decided to remove both the catheter and guidewire together. A new catheter was opened and placed successfully. The catheter was being used for fluid exchange on a critically ill patient. There was no reported delay in treatment. There were no reported patient injuries, complication, or death.